Event description:
Report received of an unrequested bolus dose delivery. It was reported that the device delivered a double dose of medication when the patient pendant button was pressed. There was no reported adverse patient event and no medical interventions that were required. Multiple attempts to obtain further information from the customer have been unsuccessful.

Event description:
Add'l event info was rec'd from the customer. The pump was programmed in the pca only mode to deliver demerol 10mg/ml with a pca dose of 10mg. It was not known what the pt lockout was or if there was any 4-hour limit set. According to the customer contact, the pump should have delivered a 10mg pca dose, but the display indicated that 20mg was administered. The pump was replaced. There was no adverse pt event and no medical interventions were required.